Event description:
Additional information received on 04/02/2025 for report mw5165619. Reporter called stating he has been having issues with his spinal cord stimulator. He recently got arrested and stated, "the police allegedly assaulted him and now he has a concussion." He is unable to get a MRI due to his stimulator not turning off. He is in pain and also stated he has a burning sensation by his left hip down to his toes ever since having his battery changed on (B)(6) 2025. Patient made a report in february 2025 stating he was hearing electromagnetic interference from any device that runs on wifi such as a television, radio or a camera. He can still hear high pitch noises when appliances emit high frequency waves and he can hear communication when walking by a television or a radio.

Event description:
For over four years, the patient has been wearing an abbott neurostimulator implanted in the dorsal region (t8-t9). (B)(6) 2025, he went to get the battery changed and the service provider replaced the entire system. Since the replacement, patient expressed he feels and hears electromagnetic interference from any device that runs on wifi. Examples of devices were ring doorbells, video-cameras, video players, televisions, and radios. Appliances like a microwave that emit high frequency waves causes the patient to hear high pitch noises, while the wifi devices patient can hear actual communication. Patient notices this happens when he is 5-8 feet away from interfering device.